Event description:
The customer reported that there was a continuous spo2 measurement provided and a reading of 100% that never changed.

Manufacturer narrative:
Info provided by the customer states that the spo2 measurements remained at 100% longer than appropriate for the averaging and delay times that are possible. Philips is considering this as a malfunction which could be a factor in a serious injury or death. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.